Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Boston scientific technical services (ts) discussed a surgical intervention for repositioning the lead and lead was programmed to left ventricle pacing only. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.